Event description:
Possible atrial under sensing noted on nsvt episode 355 (B)(6) 2023 and on fvt episode 353 on (B)(6) 2023 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).